Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device code, expiration date, date implanted, PMA/510(k) number and manufacture date. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date approximately 10 years ago. Subsequently, the patient was revised on (B)(6) 2015. A bearing exchange was performed to tighten the initial total knee arthroplasty.